Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a partial display. The customer's blood glucose at the time of the incident was not reported. The customer states that only half of the insulin pump screen was visible. Troubleshooting was not provided. The customer was advised to discontinue use of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test in that the vibrator did not work when it was supposed to. There were no signs of corrosion on the battery board attached inside the case. Also there were no signs of loose connectors or cold solder joints on the battery board. The vibrator motor, however, may be faulty. When the electrical board were swapped to another case, the vibrator in that case did function during self test. Device has a crack on the battery tube which starts at the corner of the belt clip rails. (B)(4).